Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (compact plus system), is related to case with patient identifier (B)(6) (aviva system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: either 7.5 mmol/l or 7.4 mmol/l (aviva meter) and 3.4 mmol/l (compact plus meter). No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.